Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the patient's right breast. It was reported the patient had sensitive skin and has been in the same garment since being fit with the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse noted a piece of tape on the patient's skin that was causing the irritation. The nurse removed the tape and applied a small piece of gauze. Follow up indicated the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was under the patient's right breast. It was reported the patient had sensitive skin and has been in the same garment since being fit with the equipment. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse noted a piece of tape on the patient's skin that was causing the irritation. The nurse removed the tape and applied a small piece of gauze. Follow up indicated the irritation improved.